Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable creatinine jaffé method results on their p-module. The customer provided data for multiple patients, of which nine patients had discrepant results reported outside the laboratory. On (B)(6) 2012, a doctor called to question one of the previous days creatinine results, so they repeated several patient samples. Repeat testing was performed on another analytical p-module, serial number (B)(4). The customer discovered that at the time of the discrepant creatinine results, the technologist had loaded serum racks with urine racks on the analyzer. The technologist failed to follow the laboratory's procedure on not running serum racks with urine racks. The first patient's initial creatinine result was 1.2 mg/dl. The repeat result was 0.7 mg/dl. The second patient's initial creatinine result was 1.4 mg/dl. The repeat result was 0.8 mg/dl. The third patient's initial creatinine result was 1.2 mg/dl. The repeat result was 0.7 mg/dl. The fourth patient's initial creatinine result was 2.1 mg/dl. The repeat result was 1.5 mg/dl. The fifth patient's initial creatinine result was 1.6 mg/dl. The repeat result was 0.9 mg/dl. The sixth patient's initial creatinine result was 1.5 mg/dl. The repeat result was 0.7 mg/dl. The seventh patient's initial creatinine result was 2.6 mg/dl. The repeat result was 1.1 mg/dl. The eighth patient's initial creatinine result was 2.8 mg/dl. The repeat result was 1.1 mg/dl. The ninth patient's initial creatinine result was 1.2 mg/dl. The repeat result was 0.8 mg/dl. The customer considered the repeat results to be correct. No patients were treated based on the original creatinine results. The creatinine r1 reagent lot number was (B)(4) and the expiration date was 03/31/2014. The creatinine r2 reagent lot number was (B)(4) and the expiration date was 02/28/2014. The field service representative found that the high and low concentration waste valves needed to be cleaned out. He cleaned the valves. He checked the water and vacuum pressures, the rinse volume in the cells, the photometer optics and readings, the probe alignments, the syringes, and all water and vacuum tubes and rinse drains. He performed quality control with results within the customer's ranges and ran a precision test.